Manufacturer narrative:
Model number/ catalog number: sc-2218-50, serial number: (B)(4), batch/ lot number: 7072621, model/ catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient underwent a lead replacement procedure due to inadequate placement. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent a lead replacement procedure due to inadequate placement. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(6)). Device evaluation indicated that the lead passed all tests performed.

Event description:
A report was received that the patient underwent a lead replacement procedure due to inadequate placement. The patient was doing well postoperatively.